Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa lab) inspected and installed into a known good avea ventilator and powered up the device into user mode. The customer's reported issue of the oxygen delivery being too high was not duplicated but it was measured to be lower than specifications. The transducer communication alarm (tca) board was replaced and resolved the reported issue. It was determined that the analog/digital readings for the oxygen signal were out of specifications and the root cause of the reported issue was the analog/digital convertor being defective. This failure was evaluated and determined to be an isolated incident and will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "oxygen (o2) delivery high fraction of inspired oxygen (fio2)" on the avea ventilator. The customer performed an o2 calibration. O2 cell was replaced without an effect on the values. The customer reported no patient involvement or allegation of patient harm.